Event description:
A piece of the swivel adaptor broke off and fell into pt tracheostomy. When rptr went to ventilate pt, rn noticed piece immediately and was able to suction piece from tracheostomy. Size of broken piece was less than half an inch in length. The piece was cleaned and saved. (*)